Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump screen was scratched because the customer was wearing the pump while working on a construction site. The customer stated that the screen was no longer functional and only feature that was able to be used was the quick bolus feature. There was no known impact to the customer's blood glucose level. Customer confirmed that an alternate method of insulin delivery was available.